Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead was noted to jump after the lead was repositioned. The lead was noted to have helix extension and retraction issues. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.